Event description:
It was reported that the patient experienced hyperglycemia of unclear cause while using the ilet system, with the patient noting they had been ¿high¿ earlier and completed blood glucose questionnaires and education troubleshooting, and there were no alarms reported. Symptoms included elevated blood glucose. Outcomes included no reported long-term impact beyond the transient hyperglycemia. Investigation included user troubleshooting and education. Investigation of this case revealed no device alarms or malfunctions were identified during the event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.